Manufacturer narrative:
The essence brush head is an accessory to the essence power toothbrush. Information not provided.

Event description:
Consumer complained about bristles falling out. No injury reported.